Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On10/11/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-4068-90 suturelasso tip broke in the patient. The broken fragments were removed. An x-ray was taken to confirm the removal of the fragment. This was discovered during a procedure in (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.